Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by drawer failure. A field service engineer reconnected all connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer failed to open properly and unable to recover. The customer stated that there was a delay in dispensing medication due to this malfunction. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.